Manufacturer narrative:
(B)(4). No contact information was provided. An attempt to obtain additional information was not successful. Without the actual sample, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As per medwatch number mw5086732: the epidural catheter tubing was found to be broken/frayed at the yellow round connector piece between the patient and the epidural pump. No injury reported.